Manufacturer narrative:
The lot number was provided. A review of the approved device history record indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The coil remains implanted in the patient and the remainder of the device was discarded at the user facility; therefore, a product evaluation could not be performed. The root cause is unknown.

Event description:
It was reported that during positioning of an embolization coil in a splenic artery, the coil detached in the microcatheter. The coil was pushed into the intended area with a guidewire. There was no reported intervention or patient injury. The patient was reported to be fine.